Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device's battery expanded and was hard to get out of the device. There was no reported patient involvement/adverse patient impact.